Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. This lead was surgically abandoned due to an unknown product performance anomaly and successfully replaced. No additional adverse patient effects were reported.